Event description:
During preventative maintenance of the device, the user reported the motor of the roller pump was noisy. The user reported the system had been flooded from the ceiling. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.